Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, and stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a scroll wrap recall notification and would like to have their pump replaced due to insulin pump malfunctioning. The patient's blood glucose level was at 58 mg/dl. The customer stated that the insulin pump over bolused several times. The customer was informed that the pump will be replaced and will be contacted shortly when the new pumps are available. No further information was provided.